Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was crushed in a chair and as a result the pump touch screen became cracked and unresponsive. Subsequently, it was reported that a malfunction occurred. Customers' blood glucose level was 192 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.